Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that resistance was encountered during advancement, the xience xpedition was unable to cross the heavily tortuous and heavily calcified, ectatic, proximal left circumflex coronary artery, and the shaft separated. The customer stated that "it would not negotiate." The entire delivery system was removed from the anatomy without any difficulty. There was no snaring required to remove the separated segment. Another xience xpedition was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.